Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed intermittent leaking from reagent probe b. The fse replaced the reagent probe b collar wash valve to resolve the issues, no further leaking or instrument issues were observed.

Event description:
The customer was contacted by beckman coulter (bec) technical support due to "10 cuvettes have failed water blank" errors generated on a unicel dxc 800 pro synchron system. During troubleshooting, the customer observed an uncontained leak from reagent probe and described the volume as approximately 20-30ml. The fluid was observed inside the reagent carousel compartment and on the laboratory floor. The operator was wearing personal protective equipment and no injury or exposure was reported. The customer initially stated the instrument generated suppressed result (no results) for cholesterol (chol), triglyceride (tg), and aspartate aminotransferase (ast). The customer later contacted beckman coulter and alleged erroneous patient results were generated and released outside of the laboratory with no reports of patient treatment affected. The alleged erroneous patient results could not be confirmed, the customer did not provide examples or instrument printouts of the patient results.